Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections to maintain insulin delivery and was instructed to return the faulty pump to tandem using a prepaid label. Tandem confirmed the shipping address, and the customer was advised to put the pump into storage mode before returning it.